Manufacturer narrative:
Upon further review, this event is not reportable. The product is puresee it is not approved in the USA or has a same similar product.

Event description:
It was reported by doctor that the plunger of the preloaded intraocular lens bent during the loading process before inserting into the patient's right eye. Cartridge tip was in contact with the patient eye. There is no report of unplanned vitrectomy, incision enlargement and sutures. Additional information stated that in the process of loading the cartridge, surgeon found the plunger was bent and the lens was not inserted. Bss was used during loading the iol. No other information is available.

Manufacturer narrative:
Section a2, a3b, a4, a5 and a6: unknown, information not provided. Section d6a: if implanted, give date: not applicable, as there is no indication that the lens was implanted. Section d6b: if explanted, give date: not applicable, as there is no indication that the lens was implanted. Section e1: initial reporter: address: unknown, information not provided. Section e1: initial reporter: email address: unknown, information not provided. Section e1: initial reporter: telephone number: unknown, information not provided. Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.